Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported run-on condition could not be duplicated. Service will complete any necessary preventive maintenance, and the product will be returned to the customer.

Event description:
It was reported by a field service tech that there was a run-on condition with the handpiece while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.